Event description:
Customer performed a blood glucose test and received a result of 381mg/dl. The customer dosed based in the result. The customer blacked out. Emt's were called and the customer was given an injection of glucagon. No controls were in use. A request was made for the return of the suspect device and replacement was sent.